Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer (B)(4).

Event description:
It was reported that the pt was implanted a metasul head 32 12/14 m on (B)(6) 2012. The pt was revised on (B)(6) 2014 due to pain and elevated cocr blood level. The following statement was reported: "32 metasul liner, rim flare shell, and 32mm metasul head were removed after pt complained of pain and had an elevated cocr blood level. A new converge shell, 38 durasul liner, and 38mm femoral head were then implanted."